Manufacturer narrative:
The unit had a constant motor error alarm during rewind due to a corroded motor home switch. The displacement test, after battery change error test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test could not be performed due to a motor error alarm. The motor position encoder error alarm in the alarm history could not be verified due to a motor error during rewind. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a motor error alarm and a motor position encoder error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.